Manufacturer narrative:
The reported events of inability to interrogate and wireless communication issues were confirmed. Device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented for a follow-up in clinic. During an interrogation attempt, it was noted that the pacemaker failed to exhibit inductive telemetry, radio frequency - rf telemetry, and was found to be in rf lockout . The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.